Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 15mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured upon first inflation at 6 atm for 10 seconds in a pinhole form at the proximal part from balloon distal shoulder. The device was removed using normal method without issue and the procedure was completed with another of same device. No complications were reported and patient was good post procedure.